Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not receive glucose data because the freestyle libre 3 plus sensor was started in the abbott app instead of the ilet app, leading to the sensor being in use by another device and preventing insulin delivery through the pump; the caregiver was instructed to replace the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to improper procedure for sensor start-up, with no applicable device sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.